Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2013-device evaluation:the cartridge was not returned to animas and a retain sample from the same lot of cartridge was tested by product analysis previously on 12/20/2013 with the following findings: review of incoming inspection record indicated that the lot met release criteria. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it had met all passing criteria. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts. Patient stated that the cartridge was in use for two days and was due to be changed on the day of the call. Patient denied temperature changes or change in force. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.